Manufacturer narrative:
The insulin pump was received with test p-cap and reservoir locked properly into the reservoir compartment during testing. The pump was received with critical pump error alarm. We were unable to download history files and traces using thus software. We were unable to perform the displacement test, sleep current measurement test, active current measurement test and self-test due to critical pump error. The pump was cut open to perform visual inspection and found moisture damage on the pcba1, motor and battery tube assembly during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. We powered the pump on using the battery simulator and critical pump error noted. The following were noted during visual inspection: scratched case, cracked case at corner of belt clip rails and cracked battery tube threads. In summary, customer alleged critical pump error was confirmed at cracked case at corner of belt clip rails. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported physical damage to the insulin pump along with a crack on the battery case. Troubleshooting was performed and the crack in the backside of the pump occurred due to daily use. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and the pump was returned for analysis.